Event description:
It was reported that during the implantation attempt of the right ventricular (rv) lead, an axillary vein puncture was attempted, but arterial access was obtained in error. Blood that was aspirated was dark red and blood pressure was not high. The mistaken artery access was discovered when the rv lead could not properly be positioned. Hemostasis was achieved by compression, followed by vascular suturing. The vein became compressed and occluded, making it impossible to continue the procedure. The operation was stopped, the patient was hospitalized, and a hematoma was noted as well. The rv lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.